Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Caused damage to my molars [tooth injury]; toothbrush broke, it caused damage to my molars - oral-b toothbrush [injury associated with device]; oral-b toothbrush broke [device breakage]. Case description: the consumer, unspecified age and gender, reported via e-mail on 22-apr-2017 that he/she used oral-b dualaction brush heads and oral-b power battery toothbrush handle beginning on an unspecified date and experienced damage to his/her molars. The consumer reported that the brush head broke after one week. The consumer reported that he/she used oral-b products for years and nothing like this had ever happened. Treatment details: none reported. Medical history: none reported. The case outcome was unknown. No further information was provided.